Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received indicated that there was no capsule tear. That the cataract operation on the day of surgery ended successfully and vitrectomy was performed at a later date. The reason for performing a vitrectomy was not provided. It is unknown if the patient was given any medication and no additional information regarding the patient outcome was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that endophthalmitis developed in a patient who had the cataract surgery on (B)(6) 2020 and was implanted with an intraocular lens in the left eye. The endophthalmitis was observed on (B)(6) 2020. The postoperative orthoptics was 0.8, but it decreased to 0.1 as of (B)(6) 2020. After that, vitrectomy was performed and the corrected vision was 0.4 as of (B)(6) 2020. No additional information was provided. There was a patient injury.